Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that initially that two pc units would not power on after the upgrading to version 12.1.3. After the field service technician arrived onsite, they were notified that 38 devices would not power on. There was no patient involvement.